Event description:
It was reported that an adverse event occurred. On (B)(6) 2024, it was reported that the patient was in the middle of changing out her omnipod insulin pump and her dexcom sensor (as the session had ended) when she lost consciousness, fell, and suffered a nosebleed. The patient reported that this occurred overnight, and she could not recall what her last known cgm value was before beginning the pump and sensor change. No bg meter reading was taken at this time. The patient¿s husband called ems. Once ems arrived, the patient¿s bg meter reading was 550 mg/dl. Ems transported the patient to the ER, during transport another bg meter reading was done but the patient could not recall this value or if ems provided her with any medication/treatment. At the ER, the patient was diagnosed with dka and was treated with insulin. She was hospitalized (ICU) for 5 days and discharged on (B)(6) 2024. The patient was in good condition at the time of report. The complaint states that "use during medical procedure" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6: health effect clinical code - epistaxis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.